Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was missing channel 1 terminal end electrode. Lead has damage to the outer tubing. Lead fails continuity testing for two channels. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted (B)(6) 2009 with an scs system. It was reported that the pt never received sufficient stimulation from the single percutaneous lead. Physician decided to revise the percutaneous lead with a paddle lead on (B)(6) 2010. Follow up on the pt found she is now getting good coverage with the new lead. The explanted lead was returned to ans for evaluation.